Manufacturer narrative:
(B)(4). (Device b): (B)(4); other # = f5wr5n (batch #); exp date = 09/10/2014. MFR date: 10/10/2009. Anvil_not returned. Additional information: procedure was performed both laparoscopically and open for mobilization of the colon and rectum. Contour (green) distally, gia-75 (blue) proximally. No pursestring was used, anvil brought out through gia staple line. The anvil was firmly attached confirmed by feel and visualization. The (B)(4) device was fired with the indicator in the middle of the green area. The device was compressed completely until unable to fire further, there was no "crunch" . The handle returned to the original position without intervention. One and half turns was performed to open the device, the device was gently rotated to attempt to separate the device from the anastomosis, the anvil could be seen through the anastomosis and the staples were not in the closed/fired position, it was clear that the anastomosis was not complete/successful. The tissue at the anastomosis was not thickened, was well vascularized and was not under tension. (B)(6). Length of the case (10 hours) due to dense fibrotic adhesions, narrow pelvis, obesity, the non-firing stapler added 1-2 hours to close the rectal stump. The colostomy is temporary, plan for reversal in (B)(6). Patient recovered well from procedure. Second device not used device (a) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not returned and there were no staples present, indicating that the device had been fired through a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Device (b) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was returned fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. When removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degree in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on 10/5/2011: the surgeon fired the device and 1/3 of the staples fired in the circle. When the surgeon went to release the device and removed it, the device was sticking and tore the tissue. The surgeon over sewed the staple line and had a second device pulled to possibly do another anastomosis. The anesthetist stated that the patient had been under anesthetics for ten hours and they needed to complete the surgery due to the patient's stability issues. The surgeon performed a colostomy and sent the patient to recovery. There is no other information at this time. The patient does diabetes and hypertension. The device was difficult to remove and was sticking to the tissue. It did open, no other information was provided concerning the patient or the procedure at this time.

Event description:
It was reported that the device was used during a laparoscopic assisted lower anterior resection procedure. The safety was removed and the device would not fire. The staples are still in the staple pockets. Another device was used to complete the case. There was no adverse consequence to the patient. Additional information has been requested.